Manufacturer narrative:
It was reported the cord near the switch-case began to emit sparks. Examination of the unit revealed it had been altered by the customer, and some components were missing. We were unable to determine the cause of this report.

Event description:
It was reported the cord near the switch-case began to emit sparks.